Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I

Event description:
Healthcare professional reported left side thermoform sticking and "issues removing implant". Surgery was completed with same device.